Event description:
It was observed that during the device evaluation, the gas/water valve exhibited foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since enough information on reprocessing was provided, we could not specify cause of the event. The material may have been lodged by some factors at reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.